Event description:
Additional information received reported that the patient had a rechargeable device. The patient had let the rechargeable implantable neurostimulator (ins) go into overdischarge because the lead was placed off to the right and the patient did not get good coverage on the left side so they decided not to charge. The patient brought the ins out ofoverdischarge. On (B)(6) 2013 the patient had a new lead placed with a new non-rechargeable ins. It was stated that the patient was"getting good coverage on both sides and recovered without sequela". It was reported that "there was no malfunction of the originallead, it was just placed incorrectly".

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient did not get good stimulation and the hcp trialed the patient with a percutaneous lead and planned to implant the percutaneous lead next to the 565 lead.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient hadn't been using her system and was only getting stimulation in her right leg. The hcp wanted to place a percutaneous lead on the left side near the 565 lead as they did an x-ray and saw that the 565 lead was 'in the gutter.' It was later reported that the patient had recovered the battery from overdischarge status and was using her stimulator.